Manufacturer narrative:
The device is not available for investigation. Hence, the complaint cannot be replicated or confirmed. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the pump cassette did not recognize the tubing; the tubing was changed. The patient was on levophed double at 35 ml/h. No plum pump would accept the cassette, indicating an error with the tubing that had just been changed. Levophed was started peripherally instead of via the central line as requested. The membrane cap, pump, and tubing were later changed. Mean arterial pressure (map) dropped drastically during the event to 36, and then the blood pressure returned to normal. There was patient involvement and patient harm reported.